Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 17590240/18141271/18141271, model/catalog description: linear st lead kit 50 cm. The explanted device was not returned to bsn.

Event description:
A report was received that the patient underwent a revision procedure wherein a new lead and ipg were added to provide additional coverage for left leg and pain relief. Also one of the leads was explanted. Nothing was wrong with the lead. The patient was doing well postoperatively.